Event description:
Found during testing. While evaluating the device for a reported failure to test and calibrate defibrillator energy settings, physio-control observed that the device would not deliver up to 50% energy at some settings.

Manufacturer narrative:
Physio-control replaced the sys pcb assembly and then observed proper operation through functional and performance testing. The device was returned to the customer for use.